Event description:
(B)(4). Constantly bleeding, hair falling out, cyst or mass on my ovaries, hair falling out, constant back pain, pelvic pain, sharp stabs in vagina, bleeding during and after sex, anxiety, depression, and passing large blood clots out vagina, and anemia.